Event description:
Customer reported receiving an error alarm on the insulin pump after it went through the security scanners at the airport. The blood glucose reading was 408 mg/dl. Customer was treated with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.